Event description:
The physician navigated to an rml nodule and completed sampling using forceps biopsies under good visualization. During the final biopsy, it was noted that the lesion had eroded through the mediastinum. Sampling was stopped, and the case was concluded. The patient was reversed, extubated, and transferred to pacu in stable condition. A chest x-ray identified a small right pneumothorax. Because the patient remained stable and asymptomatic, a non-rebreather mask was applied to support reabsorption. A repeat x-ray one hour later showed interval decrease in pneumothorax size, though still present, and the patient was admitted overnight for observation. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
The scope was not returned for investigation, and manufacturing records confirmed it passed final qa/qc. Video review showed no use errors or malfunctions. The lesion was positioned extremely close to the diaphragm, and while the biopsy tool remained within af boundaries. The physician did not attribute the pneumothorax or mediastinal erosion to the galaxy system, stating the event was most likely related to the lesion's location and the biopsy tool. Video review supports this assessment, showing appropriate technique and stable scope behavior with no device-related contribution.